Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in january 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines (unspecified) of the amia pd cycler set leaked. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.